Event description:
It was reported that in (B)(6) 2013, the patient found out that the 2 leads that he needed to get pain were ¿dead¿ and not working at all. According to the manufacturing representative, the patient had one lead in his epidural spine. The tails of the lead were connected to 2 extensions. The impedances were normal for the lead. The patient was getting coverage in his back and hip pain and leg pain with the existing lead. It was noted that the reason he thought that he had two dead leads was related to poor information and poor clinical knowledge. It was later reported, the patient had a loss of therapeutic effect. The patient had stimulation in the wrong location. The patient was feeling stimulation in the knees and the patient needed it in their back. The patient reported the 2 leads were dead and the representative couldn¿t get a reading on them. The representative had reprogrammed multiple times. If additional information is obtained, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported therapy never really worked for them. He experienced a loss of therapy and a loss of stimulation. It was noted the patient didn't use therapy because it didn't do any good and therapy didn't help much at all since it was implanted. He was having steroid shots on the left side because that's where the pain was, and the implantable neurostimulator (ins) wasn't covering the pain. Stimulation was going down his leg and below the knee instead of helping his back where he needed it. It was also reported that the leads were turned off because they weren't giving any reading or working. The patient further reported that the manufacturer&#38112;representative (rep) helped with programming and stopped them from getting "zapped." It was noted the patient had met with the rep. On (B)(6) 2014 for programming.

Manufacturer narrative:
Product ID 3708360, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3998, lot# va02j9h, implanted: 2013 (B)(6); product type lead product ID 3998, lot# va02j9h, implanted: 2013 (B)(6); product type lead product ID 3998, lot# va02j9h, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Additional information received indicated the information previously reported late was unknown to the manufacturer¿s representative (rep), therefore the notified date was updated.

Event description:
Additional information received from the patient reported the zapping was resolved by reprogramming. The leads were not working; they were disconnected. Stimulation was in the patient's legs and had never been corrected. The manufacturer's representative (rep) was not aware of the zapping.